Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava, migration and tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and perforation could not be confirmed, and the exact causes could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the tilt has not been reported at this time. Perforation was also reported; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Occupation: other, senior counsel, litigation. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava, migration and tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently migrated, titled and perforated the inferior vena cava (ivc). The information provided also indicated that the device was unable to be retrieved, but there were no attempts of remove the device. The patient reports experiencing back pain, leg pain, spinal pain, neck pain, and muscle cramps. This has caused the patient to have sleeping and eating problems; however, the patient has not seen a behavioral health provider such as a psychiatrist for this issue. The patient is reported to have had a history of cerebral aneurysm, hypercoagulability, deep vein thrombosis (dvt), pulmonary emboli (pe) and venous thromboembolism despite anticoagulation therapy. The filter implantation was reported to have been prophylaxis prior to planned aneurysm surgery. The filter was implanted via the right femoral vein with no evidence of tilting. The patient is reported to have tolerated the procedure well. Approximately thirteen years after the implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect of the filter was slightly tilted anteriorly, and the inferior aspect tilted more posteriorly. The filter was also noted to be slightly low with the top of the filter approximately 3cm below the lowest renal vein. The CT scan also revealed filter struts projecting 2-3mm beyond the walls of the inferior vena cava (ivc) with one of the limbs abutting the calcified aorta. Additional information indicated that the filter was not able to be retrieved; though there was no documented evidence of a retrieval attempt. The patient further reported having experienced back, leg, spinal and neck pain; along with muscle cramps, seizures, strokes and aneurysms. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long term complications related to ivc filters. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported pain and muscle cramps experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, pain and muscle cramps do not represent a device malfunction and may be related to underling patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava, migration and tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of cerebral aneurysm, hypercoagulability, deep vein thrombosis, pulmonary emboli, and venous thromboembolism while on anticoagulation therapy. The patient was implanted prophylactically prior to aneurysm surgery. The filter was deployed via the right femoral vein. The results of computed tomography (CT) scans done approximately thirteen years after the index procedure indicate that the filter is slightly tilted. It is also slightly low, with the top of the filter approximately 3 cm below the lowest renal vein. The filter struts project 2-3 mm beyond the walls of the inferior vena cava.  Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava (ivc), migration and tilting. The form also states that the device was unable to be retrieved, but there were no attempts of remove the device. The patient continues to experience back pain, leg pain, spinal pain, neck pain, and muscle cramps. According to the discovery form, the patient received the ivc filter for blood clots in the legs, deep vein thrombosis (dvt) and blood clots in the lungs. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include seizures, strokes and aneurysms. As per revised discovery form provided, the patient further reports perforating strut, tilt of the ivc filter, migration, in addition to emotional and psychological distress about the filter inside the body, which could dislocate and perforate tissues. This has caused the patient to have sleeping and eating problems; however, the patient has not seen a behavioral health provider such as a psychiatrist for this issue.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of cerebral aneurysm, hypercoagulability, deep vein thrombosis (dvt), pulmonary emboli (pe) and venous thromboembolism despite anticoagulation therapy. The filter implantation was reported to have been prophylaxis prior to planned aneurysm surgery. The filter was implanted via the right femoral vein with no evidence of tilting. The patient is reported to have tolerated the procedure well. Approximately thirteen years after the implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect of the filter was slightly tilted anteriorly and the inferior aspect tilted more posteriorly. The filter was also noted to be slightly low with the top of the filter approximately 3cm below the lowest renal vein. The CT scan also revealed filter struts projecting 2-3mm beyond the walls of the inferior vena cava (ivc) with one of the limbs abutting the calcified aorta. Additional information indicated that the filter was not able to be retrieved; though there was no documented evidence of a retrieval attempt. The patient further reported having experienced back, leg, spinal and neck pain; along with muscle cramps, seizures, strokes and aneurysms. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported pain and muscle cramps experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava, migration and tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of cerebral aneurysm, hypercoagulability, deep vein thrombosis, pulmonary emboli, and venous thromboembolism while on anticoagulation therapy. The patient was implanted prophylactically prior to aneurysm surgery. The filter was deployed via the right femoral vein. The results of computed tomography (CT) scans done approximately thirteen years after the index procedure indicate that the filter is slightly tilted. It is also slightly low, with the top of the filter approximately 3 cm below the lowest renal vein. The filter struts project 2-3 mm beyond the walls of the inferior vena cava. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava (ivc), migration and tilting. The form also states that the device was unable to be retrieved, but there were no attempts of remove the device. The patient continues to experience back pain, leg pain, spinal pain, neck pain, and muscle cramps. According to the discovery form, the patient received the ivc filter for blood clots in the legs, deep vein thrombosis (dvt) and blood clots in the lungs. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include seizures, strokes and aneurysms.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of cerebral aneurysm, hypercoagulability, deep vein thrombosis, pulmonary emboli, and venous thromboembolism while on anticoagulation therapy. The patient was implanted prophylactically prior to aneurysm surgery. The filter was deployed via the right femoral vein. The results of computed tomography (CT) scans done approximately thirteen years after the index procedure indicate that the filter is slightly tilted. It is also slightly low, with the top of the filter approximately 3 cm below the lowest renal vein. The filter struts project 2-3 mm beyond the walls of the inferior vena cava.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava, migration and tilting. The form also states that the device was unable to be retrieved, but there were no attempts of remove the device. The patient continues to experience back pain, leg pain, spinal pain, neck pain, and muscle cramps. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava, migration and tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of cerebral aneurysm, hypercoagulability, deep vein thrombosis, pulmonary emboli, and venous thromboembolism while on anticoagulation therapy. The patient was implanted prophylactically prior to aneurysm surgery. The filter was deployed via the right femoral vein. The results of computed tomography (CT) scans done approximately thirteen years after the index procedure indicate that the filter is slightly tilted. It is also slightly low, with the top of the filter approximately 3 cm below the lowest renal vein. The filter struts project 2-3 mm beyond the walls of the inferior vena cava. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava, migration and tilting. The form also states that the device was unable to be retrieved, but there were no attempts of remove the device. The patient continues to experience back pain, leg pain, spinal pain, neck pain, and muscle cramps. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and perforation could not be confirmed, and the exact causes could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the tilt has not been reported at this time. Perforation was also reported; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. At this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.